Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the buttons of the insulin pump are not responsive. The customer stated that scroll bar was not moving with no input and only middle button was working. Customer also stated that numbers are not ramping on their own. Customer stated that pump was neither dropped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.